Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee replacement procedure, upon doing interrupted stitches, the devices' thread broke while pulling the tissue together. Another suture was used to complete the case. There was no patient injury.